Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was involved in a car accident. Upon interrogation, the pulse exhibited noise. Noise was reproducible in clinic. The system was explanted. The patient was in stable condition throughout the event.